Manufacturer narrative:
The device was returned for evaluation. The pink slide insert was visible upon inspection and no issues were found. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that their blood glucose level reached 499 mg/dl while wearing the pod between 4 and 24 hours. The needle did not deploy.